Event description:
Account reports one incident in which the filter was leaking. Reporter stated she could not identify the area of leakage, though the user marked area with a colored marker. Reporter stated there was no pt compromise. Per written info: "entered room @ 0830 am to assess pt. Noticed total parenteral nutrition intravenous line was wet with droplets of fluid. Assessed total parenteral nutrition line for leaks. No leaks noted at the connections of the hyperalimentation or lipid lines. Hyperalimentation filter(ed) leaking from the end marked (with) blue ink. Unable to determine the exact point of leakage."